Event description:
The customer reported that the system would not display an image on the monitor when the bottom was pressed to emit x-rays. When x-rays were emitted, the image remained black. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimators were adjusted. The system was then found to be operating as intended.